Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappeared, which was acknowledged and understood.